Event description:
During transfer after bath in vanna tub. Started to get out of tub. Chair at hightest position because resident unable to bend knees. Started to lower resident down. Cna had one hand on pedestal and other on control. Felt chair start to go away. Cna tried to catch chair with resident in it. The chair and resident fell to the floor. Resident taken to hospital by ambulance. Possible rib fracture.